Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to provide additional information that a review of the device downloaded data was performed by technical services. No abnormal data was found. The device remains in the field. It was reported that, prior to an implant procedure, it was difficult to interrogate this boxed device. It was unable to upgrade the software and then there was a disconnection. Eventually, the upgrade was successful. Technical services advised not to implant the device. Technical services requested device downloaded data for review. There were no adverse patient effects. The device was not implanted.

Manufacturer narrative:
During product analysis, the device was successfully interrogated with a programmer. The device established telemetry with the programmer but disconnected after some information was programmed in. Subsequent attempts to interrogate the device were unsuccessful. A different model programmer was tried, and telemetry was good. The device software was then upgraded with the second programmer. The device then had normal telemetry with both programmers. The cause of the telemetry issues could not be established as the device now communicates normally.

Event description:
This supplemental report is being filed to provide additional information that the boxed device was returned from the field, and analysis was completed. This supplemental report is being filed to provide additional information that a review of the device downloaded data was performed by technical services. No abnormal data was found. The device remains in the field. It was reported that, prior to an implant procedure, it was difficult to interrogate this boxed device. It was unable to upgrade the software and then there was a disconnection. Eventually, the upgrade was successful. Technical services advised not to implant the device. Technical services requested device downloaded data for review. There were no adverse patient effects. The device was not implanted.

Event description:
It was reported that, prior to an implant procedure, it was difficult to interrogate this boxed device. It was unable to upgrade the software and then there was a disconnection. Eventually, the upgrade was successful. Technical services advised not to implant the device. Technical services requested device downloaded data for review. There were no adverse patient effects. The device was not implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.